Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was explanted for high pacing thresholds and impedance issues. No adverse patient events were reported.

Manufacturer narrative:
(B)(6) 2017 - we received a device evaluation. Upon receipt, the lead under complaint was found cut approx. 6 cm distal to the is-1 connector pin. All fragments were received for analysis. The returned lead fragments were visually and electrically analysed. The visual inspection revealed several cuts in the insulation which occurred most likely during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.